Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset). This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "they had troubles with implants since they had them put in, and "infections". Manufacturer of the device is unknown. Device has been explanted. This record is for the right side.